Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.6a.

Event description:
Healthcare professional reported of the right side device: "complaint against the device". Later healthcare professional reported "rupture". The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported of the right-side device: "complaint against the device". Later healthcare professional reported "rupture". The device was explanted.